Event description:
The reporter stated that there is a crack in the shaft of the tube. The crack is close to the curved part. It was discovered by staff, that he was not breathing and nursing was called to his room. They had to give him ambu breaths to get him to start breathing. The pt is ok now.

Manufacturer narrative:
The mfg lot number was not supplied therefore, a review of the device history record was unable to be completed. Inspection of the device was unable to determine a root cause, however, no visible evidence of a mfg defect was noted. The incident is considered to be isolated to this report.